Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely elevated magnesium result while using the clinical chemistry magnesium assay on the architect c4000 analzyer . The customer provided the following result data (customer provided reference range: 0.968-1.11): initial result 1.8 mg/dl, retest 0.6 mg/dl; different sample tested at a different lab 0.3. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a maintenance review, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fsr) completed troubleshooting of the instrument. This involved inspection, cleaning and adjusting parts. The fsr advised the customer to perform maintenance procedures, including quarterly maintenance which was past due at the time of the event. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.